Event description:
The report from the affiliate indicated that the pt was included in a clinical study. An adverse event (ae) was reported to have occurred during the pt's index procedure. The procedure was an elective case. A brachial approach was chosen for the procedure. The target lesion was the distal brachial approach was chosen for the procedure. The target lesion was the distal circumflex. The lesion was reported to be: de novo, concentric, diffusely diseased, a bifurcation lesion, 37.9mm in length, vessel diameter 2.4mm, a 70.6% stenosis, and type c. The lesion was pre-dilated with a 2.0/20mm balloon at 15 atm with an unk inflation time. A cypher 2.5/23 mm stent was implanted at 16 atm for 16-30 sec. While deploying the cypher stent, extravasation was noted to have occurred at the target lesion site. To stop the bleeding, ptca was done with a balloon of unk size/length. The balloon was inflated several times at 4 atm for 4 minutes. The bleeding stopped and the pt was stabilized. The flow pre-procedure was timi 2 and post-procedure timi 3. The residual stenosis was 13.1%. The pt was discharged two (2) days after the procedure. The physician's comment regarding the event was that it was related to the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however it is similar to the united states product.